Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a skin irritation at the pocket site. The physician suspected it may be infected, so the patient was given antibiotics. The patients pocket site was healing well and cleared up. The patient was doing well.